Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported that one hour after an intraocular lens (iol) implant procedure, the patient experienced discomfort. The patient was diagnosed with local corneal edema. Temporary treatment was changed to systemic medication: sodium chloride, steroid injections, intravenous infusion once a day to reduce inflammation, promote blood circulation and reduce swelling. At the same time local antibacterial and anti-inflammatory eye drops were given. After a day of treatment, the patient said that the eye was much more comfortable and that the adverse reactions had disappeared. The indicators were normal. The patient was successfully discharge on that day. No further information is expected.